Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during an interventional radiology procedure was performed when the issue happened. The procedure was started in another room. Philips field service engineer (fse) visited the site and confirmed that the system was unable to generate x-rays. After reviewing the log, fse confirmed x-ray tube error. During the troubleshooting process, several undercurrent errors were detected. To resolve the problem, fse replaced the tube and return the part for further analysis, and it showed that the tube failed with a vacuum leak. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure, system would not make x-ray. The procedure was completed by using another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported to possible. Philips has started an investigation of this complaint.